Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D5 - operator of device is unknown. E2 - incorrect due to system limitations. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, water leaks when connected to the machine. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: one used unit with its original packaging and two photographs were received for evaluation. The sample was visually inspected under normal conditions of illumination to detect any cosmetic issue. In the sample inspected, there was no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. A leak test was performed based on the mp l-70 manufacturing procedure. The unit passed the leak test. The reported failure mode is not confirmed. No root cause performed since the complaints was not confirmed. No actions taken since the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.